Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right ventricular (rv) lead had operation difficulty, a high out-of-range pacing impedance and failure to sense. The rv lead was not implanted and an alternate near at hand was implanted on (B)(6) 2021. The patient was discharged.

Manufacturer narrative:
The reported event of difficult to advance the stylet was confirmed and the reported events of high pacing lead impedance and failure to sense were not confirmed. A full lead with stylet partially inserted was returned in one piece for analysis. X-ray examination revealed that the inner coil at the connector region was overtorqued consistent with procedural damage. Electrical testing and visual inspection were normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that a stylet failed to advance into the right ventricular (rv) lead, and the rv lead exhibited high out-of-range pacing impedance and failure to sense. The rv lead was not implanted and an alternate near at hand was implanted on (B)(6) 2021. The patient was discharged.